Manufacturer narrative:
(B)(4). Reported event of stent partially deployed the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 24, 2016 that an ultraflex¿ esophageal stent was to be used to treat a 24 cm stricture due to esophageal cancer during an upper gi endoscopy procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous but was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture got stuck and could not be released. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: an ultraflex esophageal stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was partially deployed and the shaft was kinked. During a functional analysis, the shaft bowed while attempting to deploy the remainder of the stent and the stent failed to deploy. The stent was able to be manually deployed by pulling directly on the deployment suture. No other issues were noted during the product analysis. The investigation determined that the condition of the returned device was consistent with the complaint incident and the cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on august 24, 2016 that an ultraflex¿ esophageal stent was to be used to treat a 24 cm stricture due to esophageal cancer during an upper gi endoscopy procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous but was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture got stuck and could not be released. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.